Manufacturer narrative:
The thread of the screw, with which the amputee leg rest¿s angle adjustment is tightened, is worn. Due to the worn screw full clamping force could not be reached and the amputee leg rest slid down. Etac will change the design which will put less stress on the screw and improve clamping force.

Event description:
The user has the left leg amputated and is diagnosed with dementia. The user was sitting in the wheelchair and leaned forward, the adjustable amputee leg rest slid down and the user fell out of the wheelchair. The user got a hip fracture due to the fall.